Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The customer reported blood glucose value of below 30 mg/dl. The customer treated hypoglycemia with glucose intake and with emergency medical services. The event involved product(s) mmt-342, mmt-431ag, mmt-1880. Troubleshooting was performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 27-oct-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 372000 (37.2 u) and dailytotalofbolusinsulindelivered = 77000 (7.7 u) which is equal to the dailytotalofallinsulindelivered = 449000 (44.9 u). On the event date of 10/27/2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 329250 (32.925 u) and dailytotalofbolusinsulindelivered = 117000 (11.7 u) which is equal to the dailytotalofallinsulindelivered = 446250 (44.625 u). Perform the history review 1 week prior to the event date 27-oct-2024 in the pump history file and found 1 lowbatteryalert (104) on 10/25/2024 09:32:00.000. Earliest power data available per the power management tool/detail trace file is on 12/24/2025 8:19:58 am. There was no power data available for the date of 10/25/2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Perform the history review 1 week prior to the event date 10/27/2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.